Event description:
It has been reported to company staff that the occlusion balloon deflated during the procedure. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to 6mm to occlude the vessel. The physician attempted to insert a stent delivery catheter and the occlusion balloon moved and contacted an area of arterial plaque which caused the balloon to deflate. The physician removed the device and inserted a second device to complete the case. The patient is reported to be fine.